Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has paddles issues. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that charging button on paddle was defective. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse performed tests, cleaned and reconnected the paddle. The device was operational after cleaning and reconnection was completed. The device successfully passed all required testing and remains at the customer's site. No further action is warranted at this time.